Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3; h2; h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Foreign source: denmark. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02793. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Winther, s.s., petersen m., yilmaz, m, kaltoft n.s., sturup j., & winther, n. S. (2022). Custom-made triflanged implants in reconstruction of severe acetabular bone loss with pelvic discontinuity after total hip arthroplasty consecutive cohort study. Bone joint open, 3 (11), 867-876. 10.1302/2633-1462.311.bjo 2022-0101.r1.

Event description:
It was reported in a journal article the patient experienced screw breakage and migration of the implant at the one year follow-up appointment. The patient did not experience any symptoms and the next year, the implant was fully integrated and healed. At the six year appointment, there was no further signs of migration or loosening. Attempts have been made and no further information is available.